Event description:
In 2004, a gore excluder bifurcated endoprosthesis was implanted for the treatment of an abdominal aortic aneurysm. Due to the presence of an angulated aortic neck, an aortic extender device was also deployed proximal to the trunk ipilateral device. At the close of the procedure, no endoleaks were noted. A 2/2006 follow-up visit still revealed no endoleaks present; however, aneurysmal sac had not decreased in size. On 3/12/06, the pt arrived at hosp with complaints of back pain. The physician decided to perform surgery at which time a rupture site in the aneurysm sac was indentified. The aorta was repaired with a bifurcated vascular graft. The condition of the pt is unk at this time.